Manufacturer narrative:
Attempts to obtain additional information from the facility are ongoing but have been delayed due to administrative changes at the facility. If additional information is received, a follow-up report will be submitted. Currently, the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
A wirion embolic protection device was used during intervention in the right leg via antegrade approach. The filter system was loaded onto a non-csi guide wire and was deployed in the popliteal area. Severe resistance was encountered in removing the deployment catheter from the guide wire; the wire had multiple kinks in it. The deployment catheter was cut off of the wire until it was completely removed from the patient. Due to the issues with the guide wire, the physician decided to retrieve the filter and place a new guide wire. The retrieval catheter was advanced, but great difficulty was encountered in advancing it. The physician was able to advance the retrieval catheter past the distal tip of the sheath but could not advance farther when trying to move the retrieval catheter proximal or distal. The physician quickly tugged the guide wire and catheter while holding forward pressure on the sheath. This dislodged the filter from the guide wire. The wire and retrieval catheter were removed from the patient. The filter was partially in the sheath, but it partially exited the sheath again when the physician pulled back on the sheath. The sheath was completely removed and replaced with another. Imaging with contrast showed one marker band remained in the superficial femoral artery. A stent was placed across the marker band; there was brisk flow thereafter.